Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 3093-28, lot# v208206, implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient went to their hcp (healthcare provider) office yesterday for reprogramming. The patient says that 'it was coming down the back of my leg and come up and making me sore down there, so they reset it and they had to catheterize me too". The patient says that she was hurt on the job in 2003, and has chronic back pain and had a fusion. The patient was on medication for pain.